Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's implant quit working since 2015 and she wanted it remove.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.